Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device had damage on some of the essential internal components for its normal functioning. During an in-house engineering evaluation, it was observed that the device had general wear on both internal and external components. It was further determined that the device failed pretest for physical condition of the equipment, needle gripper system and unintended oscillations. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly